Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the date of repair showed parameters to be within normal operation and 23 low flow alarms logged prior to 14 days leading up to (B)(6) 2017. On-site inspection of the driveline cable by the clinical specialist revealed multiple breaks of the outer sheath underneath patient performed repair, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has opened an internal investigation to address driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that approximately eight inches of driveline sheath was absent on the distal section of the driveline up to the strain relief.  The patient had placed tape on this section of the driveline and would replace the tape every two to three weeks.  A driveline sheath repair was performed and two wraps of rescue tape was used to repair the eight inches of driveline to the strain relief.  No patient complications have been reported as a result of this event.